Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and boston scientific advantage sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/20/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, cystocele and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that patient underwent revision and excision of vaginal mesh on (B)(6) 2009 due to mesh erosion to the bladder.